Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device clip scissored tissue, did not fire & did not close. It is unknown at this time how procedure was complete. There was no adverse consequence to the patient.